Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device. Physio-control downloaded the electronic records from the device for review. Upon review of the electronic record from the event, physio-control was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a synchronized cardioversion procedure medical personnel had synched to the patient's waveform, but when they pressed the shock button the device rebooted instead of delivering the shock. The customer stated that once the device finished rebooting that they were able to successfully deliver a synchronized shock to the patient. The customer advised there were no adverse effects to the patient as a result of the reported issue. Physio-control requested additional information about the patient and the event; however, the customer advised that no further information could be provided.

Event description:
The customer contacted physio-control to report that during a synchronized cardioversion procedure medical personnel had synched to the patient's waveform, but when they pressed the shock button the device rebooted instead of delivering the shock. The customer stated that once the device finished rebooting that they were able to successfully deliver a synchronized shock to the patient. The customer advised there were no adverse effects to the patient as a result of the reported issue. Physio-control requested additional information about the patient and the event; however, the customer advised that no further information could be provided.

Manufacturer narrative:
After further investigation, physio-control has determined that the cause of the reported issue was due to the therapy pcb assembly.

Event description:
The customer contacted physio-control to report that during a synchronized cardioversion procedure medical personnel had synched to the patient's waveform, but when they pressed the shock button the device rebooted instead of delivering the shock. The customer stated that once the device finished rebooting that they were able to successfully deliver a synchronized shock to the patient. The customer advised there were no adverse effects to the patient as a result of the reported issue. Physio-control requested additional information about the patient and the event; however, the customer advised that no further information could be provided.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the therapy pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.